Manufacturer narrative:
As of 06/24/2019 returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility tests.

Event description:
The initial report on (B)(6) 2019 consumer stated that the bandage caused a very deep burn on her son face. The customer information request (cir) was received on 06/12/2019. Consumer reported that product caused a chemical burn / allergic reaction. Consumer stated that her son has required medical treatment and that the symptoms corrected after stopping using the product. The doctor prescribed antibiotic cream and benadryl. In addition, the consumer reported that the doctor was not sure with the issue was with the pad or tape area.